Manufacturer narrative:
Returned for evaluation was one (1) 19cm probe. As received, the ceramic tip was detached. The ceramic tip of the device was broken off , with a clean circumferential fracture of the tip. A cylinder section of the tip remaining secured to the device with the center conductor and washer not present. The root cause for this failure mode (thermal event) could not be definitively determined. The "applicator not detected" condition reported in the complaint could not be reproduced. All applicator electrical contacts relevant to the applicator being detected were inspected and were in good working order and did not indicate any visual nonconformance. The customer's reported complaint description of tip fractured and detached is confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {14600973-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 19cm solero applicator. During a microwave ablation procedure, the tip of the ceramic detached and remained in the patient's liver. The treatment was 140w for 6min. Several attempts have been made to obtain additiional event information but have been unsuccessful.

Manufacturer narrative:
The reported device has been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Correction: d4 UDI number.

Event description:
Additional information: the applicator was tested with no issues for 10s @100w. The procedure was open, percutaneous, with a navigation path in the usual right intercostal approach. The organ tissue was describes as a common healthy liver outside of the lesion. The ablation settings were 140w@ 3 min. During the initial ablation, after 1 min of power delivery, the error code: "applicator not detected" = ablation aborted" appeared. The ablation stopped and it was impossible to move forward. The applicator was removed at which time it was observed the tip had detached and remained inside the patient. A new applicator was used to complete the procedure. The doctor was concerned with seeding risk. As a result of the tip detach , the procedure took longer than the doctor had planned, and it was thought the ablation was less satisfactory than the first attempt. It was medically determined to not attempt to remove the retained tip since it would require an intra hépatique section, which would be a hard & high risk removal. The total treatment time was 140w for 6min. Additional information: there was no noticeable difficulty placing or removing the applicator. No other tools were used during the procedure. The senior physician, has been using solero for 6 years. Ablation size:2cm nodule + required margins = 3cm ablation.